Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested with the a test multifunction cable without duplicating the malfunction. The device mfc receptacle was replaced proactively. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the reported event. Also it is important to note that the multifunction cable and electrode pads used at the time of reported event were not returned for evaluation. No trend is associated with reports of this type.